Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled over on pump, and screen became unreadable and no longer responded to touch so customer could not interact with pump. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, pump was confirmed to be within warranty, and technical support arranged replacement pump, confirmed shipping address and pump serial number, provided storage and return instructions, and directed customer to send damaged pump back to tandem using prepaid materials within 10 days.